Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4). Medications - aspirin, zyrtec, losartan, and advair.

Event description:
On (B)(6) 2013, the patient was treated for an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2015, imaging identified distal migration (distance unknown) of the contralateral leg component (pxc121000/10602751). The cause of the migration is reportedly unknown. It is reportedly unknown if an endoleak or aneurysm enlargement was noted. On (B)(6) 2015, the patient was implanted with a contralateral leg component extending distally from the previously implanted contralateral leg component (pxc121000/10602751). The patient tolerated the procedure.